Manufacturer narrative:
H.6. Investigation: customer returned an image of a 0.3ml, 31 gauge, 6mm syringe from lot 0314037. There are two spots on the needle shield that appear to have been crushed to the point that the damaged areas are missing material. One of these spots lies closer to the syringe and overlaps with the hub, visibly showing damage to the hub. The other is farther along the shield and does not appear to have damaged anything underneath. This type of damage would not be expected during normal use. A review of the device history record was completed for batch# 0314037. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the image received, bd was able to confirm the customer¿s indicated failure of needle shield and hub damage. Root cause for this defect cannot be determined. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine pen needle experienced product damage while still considered operable. The following information was provided by the initial reporter: my syringe was bitten on the inside, I did not use it, I did not realize the quality of the syringe until I opened it from its packaging.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine pen needle experienced product damage while still considered operable. The following information was provided by the initial reporter: my syringe was bitten on the inside, I did not use it, I did not realize the quality of the syringe until I opened it from its packaging.